Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error. Customer's blood glucose value was unknown at the time of the incident. The customer was not assisted with troubleshooting. The customer stated that the insulin pump asked to change the battery. The customer inserted six new batteries but the micro turned off completely. The device will be "return" for analysis.

Manufacturer narrative:
The insulin pump passed the displacement, sleep current measurement, active current measurement and selftests. The pump was monitored and functioned properly. No unexpected battery power loss alarm was noted during testing.